Event description:
It was reported that the pt was explanted of the device on (B)(6), 2013. According to information received, the implant was no longer functional after cleaning of the ear canal.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.